Event description:
The screw that holds the head ring post in place broke while the head ring was on the patient. Physician was attaching a head ring screw to the patient when the screw for the anterior head ring post broke. There was no patient injury reported.